Event description:
Per the independent repair center, the customer alleged problem is the alarm will not function. The key failure is the valve is sticking.as stated on the repair statement additional malfunction on this device: short circuit in the power switch control panel.